Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, bloodborne pathogen exposure that occurred during a PICC line placement. Additional information received: patient impact: bloodborne pathogen testing due to an exposure to the nurse during the PICC insertion. The nurse had a bbp exposure during the PICC insertion. Both straight blades are identical. She used one to cut the skin and then reached to get the other to cut the PICC but cut herself on the dirty blade of the already used eleven blade. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of exposure to bloodborne pathogens is inconclusive due to the state of the returned sample. Two photographs were returned for evaluation. An initial visual observation of one of the photographs showed two safety scalpels, both with the safety guard covering the blades. No blood residue could be seen on either scalpel in the returned photograph. The other returned photograph showed a kit package with the unit labeling and three additional stickers. One of these stickers displayed the following message: ¿this kit contains two scalpels in place of scissors.¿ the reported product number was determined to be part of a planned temporary component deviation which replaced the scissors within the kit with an additional scalpel due to supplier issues. However, the reported event of a clinician cut by a contaminated scalpel could not be confirmed from the returned photographs and was ultimately inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, bloodborne pathogen exposure that occurred during a PICC line placement. Additional information received: patient impact: bloodborne pathogen testing due to an exposure to the nurse during the PICC insertion. The nurse had a bbp exposure during the PICC insertion. Both straight blades are identical. She used one to cut the skin and then reached to get the other to cut the PICC but cut herself on the dirty blade of the already used eleven blade. No other information was provided.